Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. The customer stated that there was a leak on the patient line near the cap. The leak was noticed prior to use. There was no patient involved. There was no medical intervention or hospitalization reported for this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.